Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive and intermittently, pump was not dispensing insulin properly. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined tandem technical support's offer to follow up.